Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3387s-40, lot# va0vcbf, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative (rep) that she had another infection at the location of the extension and lead connection in (B)(6). She had another debridement and four weeks of antibiotics in a pic line. Her incision was healed. The patient's indication(s) for use were essential tremors and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.